Event description:
Healthcare professional reported rupture against right device. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Corrected partial implant date d6a: (B)(6)2011.

Event description:
The device has been replaced.

Event description:
Healthcare professional reported rupture against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening.